Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. The customer was at work, and they inputted 30 carbs on their pump and ate a mcflurry and they started to feel off so they asked their team to call 911. They received third party assistance from emergency medical services (ems), but the customer does not remember how ems addressed the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.